Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, scratched lens, damaged battery compartment, defective remote dose connector, and defective latch. Functional testing was unable to verify or duplicate the reported problem; however, testing revealed multiple damaged parts. The dso seal, lens, battery compartment, remote dose connector, and latch were all replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an occlusion problem while testing. There was unknown patient involvement.